Event description:
The patient (pt) reported on (B)(6) 2013 that he was being seen for a scratched cornea in his left eye (os). Pt reported he wears his acuvue oasys lenses daily wear and replaces every two weeks. On (B)(6) 2013, the eye care professional's (ecp) office staff confirmed that the pt presented on (B)(6) 2013 complaining that he scratched his eye. Diagnosis was a central corneal ulcer os. Visual acuity (va) was 20/80 at time of injury. Prior to injury va was 20/40 corrected. The pt was prescribed ocuflox 1 gtt qid and given 1 gtt besivance in office. Pt returned to the clinic on (B)(6) 2013 and ocuflox frequency was changed to q2h. Pt returned to the clinic on (B)(6) 2013. Exam noted resolving ulcer and the ocuflox frequency was changed to qid for 5 days. Pt returned to the clinic on (B)(6) 2013, diagnosis was infiltrates keratitis os. Pt was advised to continue the ocuflox qid and added lotamax bid. The pt returned to the clinic on (B)(6) 2013. Exam noted the infiltrative keratitis resolved. Pt's va was uncorrected 20/100, corrected unknown. Pt has been cleared to return to lenses.

Manufacturer narrative:
The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Based on all available information, no causal factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.